Event description:
It was reported the patient heard the alarm sound and went to the emergency department. He was told a lead had fractured. Further investigation revealed the lead was replaced following multiple inappropriate shocks due to noise sensing and impedance elevation to 4758 ohms. No further patient complications were reported as a result of this event. Additional information further reports there was a visualized break in the lead insulation and it was difficult to unscrew the lead despite hundreds of turns.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; partial lead in segments returned and analyzed. Other: it was reported the patient heard the alarm sound and went to the emergency department. He was told a lead had fractured. Further investigation revealed the lead was replaced following multiple inappropriate shocks, due to noise sensing and impedance elevation to 4758 ohms. No further patient complications were reported as a result of this event. Additional information further reports there was a visualized break in the lead insulation and it was difficult to unscrew the lead despite hundreds of turns. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure; lead conductor. Device was out of specification in a manner that relates to event. Impedance, high, insulation degradation, interference, lead(s), fracture of, oversensing, shock, inappropriate.